Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that high impedances were on electrodes 7 and 11. They were able to reprogram around these electrodes without difficulty. The patient stated that they were unable to increase stimulation intermittently and was not able to recreate this issue. The patient was going to take a picture of the screen on the controller if it happened again. It was mentioned that the patient was on antibiotics as her incision had reddened and she was going to return to the clinic on monday to observe the incision. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the high impedance and infection was not determined. The patient stated that the changes in programming made previously were working great. The patient has seen "settings not available" message once since then. No further complications were reported or anticipated.